Event description:
On 12/31/92 the ipp device was implanted. On 4/7/93 the left cylinder was revised. On 1/7/97 the entire was removed from the pt and replaced due to malfunction-fluid loss. Add'l lot/ser no: 0006p 015.